Manufacturer narrative:
Additional information received on 07aug2018: it was reported that the patient's cognitive status was normal and that the PICC line was removed by the patient. Additional questions were asked regarding how long the catheter was in place and what was used to secure it to the patient, but no further information was provided. Additional questions were asked regarding patient's outcome and the customer responded on (B)(6) 2018 that no new PICC line was implanted and there were no consequences noted to the patient. It was reported that the patient's cognitive status was normal and she had a good understanding of the treatment. The PICC line was originally inserted on (B)(6) 2018. The device was returned to cook with the white hub separated from the PICC line. Additional questions have been asked regarding this separation but no additional information is available at this time. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The reported used device was returned for evaluation. Visual examination found the white hub to be completely severed from the tubing. A document-based investigation was performed. Per quality control, each device is verified to have a properly secured manifold by way of visually inspecting and performing a manual tug test. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject power injectable PICC "fell off on its own". The patient required an additional procedure to replace the line. To date, additional information has been requested but not provided. As reported, the patient did not experience any other adverse effects due to this occurrence.